Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device changeout procedure, the right ventricular lead was capped and replaced due to high impedance. No patient condition was reported.